Event description:
A physician reported a pt who was initially skin tested over 15 years ago (exact date not known) by another practice with negative result. The pt had received multipled treatments without event. On 10 june 1999, the pt was treated in the left nasolabial fold. During the procedure the pt noted her left upper lip became numb, and the physician noted that a grey color extending from the nasolabial fold to the upper vermilion. The physician applied topical nitropaste to the treatment area and placed the pt in a trendlenburg position. The pt was treated in a hyperbaric oxygen chamber on 12,13, and 14 june 1999. On 6/14 the pt was examined and the physician noted slight bluish tinge at the left nasolabial fold, and pale bruising in the corner of the left upper vermilion. The physician diagnosed the symptoms as vascular event. There were no signs of necrosis. On 6/16/99 the pt was examined and the physician noted that there was a very slight amount of discoloration remaining in that area. No further medical or surgical intervention was prescribed.